Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory was noted to be broken. The customer stated that there was "current leakage." There was no report of patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the tip cover be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.